Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer report number: 2017865-2023-50402, 2017865-2023-50404, 2017865-2023-50406. During a device replacement procedure for normal elective replacement indicator (eri), the right atrial (ra) and right ventricular (rv) leads were capped and replaced. The ra lead was replaced due to noise observed and the rv lead was replaced due to probe protrusion. Additionally, it was observed that blood had leaked into the device header of the old device and that blood was observed in the new device header. The new device was explanted and replaced during the procedure to resolve the event. The patient was stable following the replacement of the leads and device.